Event description:
It was reported that during a ptca procedure, the wire fractured after crossing the lesion. The vessel closed down and the tip of the wire remains in the patient. Patient status is listed as "okay".